Event description:
It was reported that the patient underwent a multilevel posterior lumbar fusion using rhbmp-2/acs. Post-op, the patient developed exuberant bone growth.

Manufacturer narrative:
This MDR is being re-sent since FDA did not receive the first submission that was made on (B)(4) 2013. (B)(6). (B)(4).